Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there appeared to be adhesions of the bowel and omentum to the mesh. I freed up the adhesions where I could between the mesh and the posterior rectus sheath. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/1/2021 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/2/2021. Additional b5 narrative: it was reported that the patient experienced infection following surgery.

Manufacturer narrative:
Date sent to the FDA: 7/29/2024 h6: appropriate term / code not available (e2402) utilized to capture redness in the incisional and bulging to the rlq area additional b5 narrative: it was reported that following the surgery, patient experienced redness in the incisional and bulging to the rlq area, abscesses, discomfort and scaring. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/08/2024. Additional information. Additional b5 narrative: it was reported that the patient underwent excision of fistula sinus tract from mesh to skin, repair of recurrent incarcerated ventral hernia and consequently removal of infected mesh procedure on (B)(6) 2022. No additional information is provided. Mwr- (B)(4) submitted for adverse event which occurred on 6/10/2019. Mwr- (B)(4) submitted for adverse event which occurred on 6/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.